Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The tenku device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily calcified left anterior descending artery. A 2.5 x 12 mm nc tenku balloon catheter was being used for post-dilatation of a deployed stent when the balloon ruptured at an unknown atmosphere when inflated for the first time. There was resistance removing the balloon catheter through the guiding catheter. A non-abbott nc balloon catheter was used for further post-dilatation to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.